Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer stated that the keypad does not allow her to go to the time/date or to rewind. The insulin pump was not bumped, dropped or exposed to moisture. The customer also reported the insulin pump alarmed failed battery test the customer changed the battery several times and the display went blank for two days. Customer stated that the insulin pump has turned on. She has been treating with manual injections. Blood glucose value is unknown. The customer declined to get the insulin pump replaced. She was advised a battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.